Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
(B)(4) reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 527mg/dl. The customer was hospitalized for diabetic ketoacidosis. The customer treated manually for the high blood glucose. The customer declined to troubleshoot for the highs. Troubleshoot was conducted for the motor error. Multiple motor error alarms were noted in the pump's alarm history. The customer was advised the pump would be replaced and returned for analysis. The customer was advised to call back at a later time to troubleshoot for the highs.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a broken belt clip slot, a cracked lcd window and cracked battery tube threads.